Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw a power on reset (por) message on their controller; the patient was checking their ins when they saw the por. The patient was recently exposed to potential emi- they were at the hospital on (B)(6) 2019 but didn't have any specific testing performed. The por was successfully cleared and the issue was resolved. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient's weight was updated. No further complications reported.